Event description:
It was reported that 24 hours following surgery, the proximal anastomosis was completely unraveled. Because of serious bleeding, the pt had to undergo additional surgery. The explanted suture was discarded by the hosp.